Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) that during a post-operative impedance check, contacts 8 and 9 were found to be greater than 10,000 ohms. The patient was receiving optimal coverage and they had no complaints. Other contacts were used; they did not need to use those contacts. If additional information is received, a follow-up report will be sent.